Event description:
Target was informed that after the fourth fpc had been deployed through a catheter, the physician tried to retrieve it and the tip of the coil pusher detached inside the catheter. The physician successfully removed the detached tip and the catheter with no impact to the pt.

Manufacturer narrative:
Device breakage. Description of device analysis: date of procedure: 10/15/97. The coil pusher-16 was returned wrapped around itself in a plastic bag. The catheter used in the procedure was not returned for eval. During the investigation it was confirmed that the sleeve (with a segment approx 40 cm long of the core wire's distal end), the zapped ball, and the gold tip were missing. The core was bent in a 80 degree angle, 133 cm distal to the proximal end, and then it broke with a torsional fracture 3.3 cm distal to the bend. The od of the wire at the break site was 0.0074". From the condition of the returned product, it appeared that the coil pusher-16 failed while attempting to remove a jammed coil. Per labeling instructions: precaution: do not advance the coil with force if the coil becomes lodged within the tracker catheter. Determine the cause of resistance and replace the tracker catheter and the coil when necessary.